Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital with their pacemaker exhibiting early elective replacement indication (eri). The eri was triggered on (B)(6) 2021. On (B)(6) 2022, the patient presented to the hospital for the pacemaker change procedure. During the visit, it was noted that the right atrial and right ventricular leads exhibited loss of capture. The pacemaker, right atrial, and right ventricular leads were replaced successfully. The patient's condition was stable. Related manufacturer reference number: 2017865-2022-07116, 2017865-2022-09627.

Event description:
New information received stated that the atrial and right ventricular leads were explanted on (B)(6) 2022 during the lead replacement procedure.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. Final analysis found the complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. Analysis was normal. No anomalies were found.